Event description:
Arthritis [arthritis]. Case description: spontaneous report was received on (B)(6) 2013, from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant for previous use of synvisc (first course). On (B)(6) 2013, the pt initiated treatment with second course of synvisc (hylan g-f 20) injection at a dose of 2 ml (route and frequency not provided). The lot number of synvisc was not provided. On unspecified dates in (B)(6) 2013, the pt received second and third synvisc injection of the second course. On (B)(6) 2013, after third synvisc injection, the pt developed arthritis. The company assessed the event of arthritis as medically significant. On an unspecified date in (B)(6) 2013, the pt recovered from the event of arthritis. Relevant concomitant medications were not provided. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event as possible.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.